Event description:
It was reported that the customer's dropped their insulin pump in the pool and now there is moisture under the screen. The customer also received a failed battery test. Customer's blood glucose level at the time 62mg/dl. Advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Pump had blank display due to corrosion on electronics noted. Unable to verify failed battery test alarm and perform displacement, basic occlusion, occlusion prime, no delivery test due to blank display. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4).